Manufacturer narrative:
Device received with button error alarm and had unresponsive act and up buttons due to corroded keypad traces

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the all buttons not responding. The customer¿s blood glucose was 300 mg/dl at the time of incident. The customer also state that insulin pump was making weird sound and insulin pump error and also state that time was advancing. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.